Manufacturer narrative:
The devices were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps had air in line alarms. This was observed during unspecified process steps on the pediatric intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.